Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) could not duplicate the reported malfunction. However, the fse replaced the video generator and installed a new software. The unit passed all functional and safety tests per factory specifications. Returned to the customer and cleared for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was stuck on loading screen when powered on and will not go past blue circle. It was not reported under which circumstances the event occurred. There was no patient involvement, therefore no adverse event was reported.